Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number a0515485. The actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
It was initially reported on (B)(6) 2018 that a female consumer was unaware that there were two contact lenses in the blister pack. She put the two contact lenses in her eye and removed only one contact lens which, according to her ophthalmologist, caused ulceration. The consumer underwent treatment with unspecified antibiotics. At the time of this report, symptom resolution is unknown. Additional information was received on 18jan2018 which clarified that the customer had corneal ulcer on both eyes. Additional information has been requested but not yet received.

Event description:
Upon initial receipt of this complaint, an optician called to report that a female consumer was unaware that there were two contact lenses in the blister pack. She put the two contact lenses in her eye and removed only one contact lens which, according to her ophthalmologist, caused ulceration. The consumer underwent treatment with unspecified antibiotics. Additional information was received on (B)(6) 2018 which clarified that the customer had corneal ulcer on both eyes. On (B)(6) 2018, a questionnaire filled out by the optician was received which stated that the consumer had experienced physical discomfort, visual discomfort/blurred vision, irritation, moderate redness, moderate pain and the lens was torn during wear after several hours of wearing. The consumer visited her pharmacist and ophthalmologist and a slight external corneal ulcer was diagnosed on her left eye. The consumer was treated with tobramycin for eight days. It was also stated that the "incident is resolved" and she will visit her health care provider on (B)(6) 2018. On 26feb2018, the consumer's ophthalmologist sent via fax her report of the consultation performed on (B)(6) 2018. It was stated that the consumer experienced "discomfort left eye right after having placed lenses to go to the swimming pool, lens still in place left eye, a part is missing in temporal, linear and temporal superficial punctate keratitis". ¿no abscess¿ was noted and the consumer was given "principle treatment". The consumer was treated with tobramycin one drop four times per day in left eye for eight days and hexamidine one drop three times per day in the left eye for ten days. Based on the review of the facts at this time, this event is no longer considered serious or reportable.

Manufacturer narrative:
The complaint sample has been returned for evaluation.  Investigation including root cause analysis is in progress. The complaint was reassessed and the event coding was changed from sae/corneal ulcer (infectious) to nsae/superficial punctate keratitis (spk) after the information received via fax on 26feb2018 wherein the ophthalmologist, based on the consumer's consultation on (B)(6) 2018, stated that the consumer experienced "discomfort left eye right after having placed lenses to go to the swimming pool, lens still in place left eye, a part is missing in temporal, linear and temporal superficial punctate keratitis" and confirmed that no abscess was noted. This complaint of superficial punctate keratitis is non indicative of a potential sight threatening event. This report is downgraded as deemed non serious and non reportable at this time.